Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the pump alarmed pump error 29 during the self test and pump error 53 during the active current measurement test. The formatted history file confirmed pump error 53 alarms (line number, 4096 file number 55) and multiple (line number 18710, file number 18555) due to a hardware fault, problem isolated to the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 6.3 mmol/l at the time of the incident. Customer will return device for analysis.